Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00057, 3005168196-2021-00058, 3005168196-2021-00059.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed four smart coils into the target location using the microcatheter. Afterwards, four smart coils would not advance at all within their introducer sheaths. Therefore, the four smart coils were removed. The procedure was completed using additional smart coils and non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds near the proximal and distal ends of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to be advanced through its introducer sheath due to the offset coil winds on the embolization coil. Evaluation of the returned smart coil revealed offset coil winds near the proximal and distal ends of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to be advanced through its introducer sheath due to the offset coil winds on the embolization coil. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may have contributed to the kinks and a subsequent fracture near the pusher assembly mid-joint, and a fracture near the proximal end of the introducer sheath. Further evaluation of the device revealed additional kinks on the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device returned. Evaluation of the returned smart coil revealed that the pet lock was separated, and the embolization coil was detached from the pusher assembly. Based on the complaint, this damage was likely incidental. The detached embolization coil was not returned for evaluation. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-00057, 2. 3005168196-2021-00058, 3. 3005168196-2021-00059. H3 other text : placeholder.